Manufacturer narrative:
H10: the actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravascular extension set would not flow while in use with a baxter evo pump and a baxter solution set. The patient was going for an MRI scan (magnetic resonance imaging). This issue was noted during an infusion of propofol while attempting to administer a bolus to a patient. The set was changed to a different brand of set which then worked to deliver the medication. There was no patient injury or medical intervention associated with this event. No additional information is available.